Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm (B)(6) was verified. The occlusion alarm investigation could not be completed as the cartridge was not returned

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and additional occlusion alarms occurred. A system check was performed with the current supplies and during the load sequence multiple alarm 30 (motor stall) occurred with multiple new cartridges. The customer's blood glucose level was 158mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.